Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
I would like to report an unusual condition which occurred following left knee replacement. This (B)(6)-year-old lady underwent a left triathlon (stryker) total knee replacement. Palacos polymethylmethacrylate (bone cement) was used for all 3 components. The surgery was performed under thigh tourniquet which was not released until the skin had been closed. Her medical background including having paroxysmal atrial fibrillation. Approximately 10 days to 2 weeks following the surgical procedure she developed quite severe hypoxia. She was eventually diagnosed as having a noninfective (pinflammatory) pneumonia which was managed with steroids. She required a lung biopsy. Her response to treatment has been poor although I understand her condition has not further deteriorated. Two separate respiratory physicians through [redacted] rang me to ask whether any of the components could have embolised to her lungs causing her condition. I explained that the metal and high molecular weight polyethylene components are solid structures and cannot embolise. I also explained that the bone cement (monomer and polymer) is used whilst there is a leg tourniquet. Once this combination of chemicals becomes solid, it cannot embolise. The tourniquet is not released until the end of the procedure. It is possible to get a fat embolus however I use computer navigation for knee replacement surgery which means the medullary canal of the femur and tibia is not instrumented. That makes this condition very unlikely. I was advised to write a letter to the tga so that you may be able to look out for a cluster, in case it is related in some way to the implants.